Manufacturer narrative:
E1: facility name "(B)(6) hospital." H3/h6: the device was not returned for analysis. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. The customer provided two photos for the evaluation. Photo 1- shows a label of the product extension set p/n: 21-7115-24 l/n:4453483, the sample reported in the complaint. Photo 2- shows an extension set incomplete, is possible to see a disconnection in the y site and valve. The investigation confirmed the customer reported disconnection issue. Since the sample complaint was not returned for evaluation, the failure mode cannot be attributed to the manufacturing process. A device history review had no significant findings.

Event description:
It was reported that the tubing detached at the patient's home without the family handling it. Per reporter, this is not the first time this has happened. The ide tested 2 other tubing in stock in its service- by forcing a little, the valve broke on one of the open tubing. On the 2nd tubing, the valve cannot be misadapted. Per reporter, the problem was discovered during use with the patient. The issue of the device did not aggravate the patient's condition, but the nurse had to change the equipment.

Manufacturer narrative:
D3: correction. D9: 13-nov-2024. H3: eleven photos were provided for evaluation, and two samples were returned in used condition. The returned samples were visually inspected and visual defects were found. On sample 1, the ¿y¿ tube is damaged and stuck to the male luer. On sample 2, male luer could not be detached from the ¿y¿ tube. A lot history review was performed for lot number 4453483 and no anomalies were identified. The cause of the defects is unknown.